Event description:
It was reported that a saturation probe in use to measure oxygen saturation(spo2) appeared to be correlating; showing good saturation and good wave. At some point, a spo2 was read as in being in the 70's after the patient took off the mask. The staff reportedly did not believe it to be an accurate reading. They were also reportedly having trouble getting blood gasses. Ultimately, a line was in place and the lower saturation was confirmed by an arterial blood gas. The patient was then intubated, went onto extracorporeal membrane oxygenation(ECMO); arrested and ultimately died. Additional information has been requested but not provided.

Manufacturer narrative:
(B)(4).